Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 300 mg/dl to 'high' blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Reportedly, the cartridge had been in use longer than labeling guidelines state. Tandem technical support educated the customer on cartridge and insulin labeling. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.